Manufacturer narrative:
According to the facility an hour post circumcision the incision appears "oozy and vaseline gauze applied". Per the facility 30 minutes later the gauze was "soaked with blood" and described as "moderate flow with clot at base of penis". Per the facility "surgicel was applied and hemostasis was achieved". The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility an hour post circumcision the incision appears "oozy and vaseline gauze applied".